Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 69-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had hemolysis and it was reported that the staff had issues with obtaining lab results due to the lab stating specimens were hemolyzed, so heparin infusion had never been started.

Manufacturer narrative:
The investigation for the hemolysis has been completed. According to the clinical, heparin was never started as the labs also stated specimens were hemolyzed. The decision was then made to explant the pump. No product was returned for an investigation. Data log analysis confirmed an initial suction alarm at the beginning of the case with rising purge pressure and saturated flows. A bag change was performed 3 hours later after "purge pressure high" alarms occurred but that did not reduce the purge pressure. There was no anticoagulants being utilized. The root cause of the hemolysis was most likely due to ingested biomaterial. The root cause of the high purge pressure is most likely due to biomaterial. Added- h6 component code 925 corrections for the initial MFR report: added- d6a/d6b.